Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 patient experienced hardware failure. Patient was advised to restart device on (B)(6) 2014. Dexcom has issued an rga for patient to return the device to be investigated.